Event description:
The reported description notes that a neonate's desaturation level fell to a life-threatening level. The user alleges that the bedside monitor failed to alarm. As emergency treatment was given, this complaint is considered reportable.

Manufacturer narrative:
(B)(4). The reported description notes that a neonate's desaturation level fell to a life-threatening level. The user alleges that the bedside monitor failed to alarm. Preliminary review of the networked diagnostic logs of the associated central monitor indicate that the bedside monitor did produce a desaturation alarm. As emergency treatment was given, this complainant is considered reportable. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.